Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had visible silicone. The following information was provided by the initial reporter: unknown we have two 60ml plastipak syringes (bn (B)(4) with a liquid substance near the top (possible excess lubricant). We have raised deviation moa2026/035 within our quality system. Please advise if you would like the syringes returned for investigation.